Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed an egm anomaly. The patient was asymptomatic and no troubleshooting was performed. The patient was in stable condition. No additional information was reported.